Event description:
In the highlights from a video symposium, a surgeon reported a persistent bleb leak following blebititis in a patient with a glaucoma filtration shunt implanted. The surgeon described a four-step procedure to remove the shunt. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e., no lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. A root cause could not be determined. Multiple attempts have been made to obtain additional information. A completed questionnaire has not been received. Realini, t, highlights from the american glaucoma society's 23rd annual meeting, eyeworld, 2013 april; (B)(4).